Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while withdrawing the stylet of a bd saf-t-intima¿ IV catheter safety system, the needle, "came across the catheter and there was a needle stick for the operator." It is unknown if the clinician received any medical interventions but the source patient received post exposure lab work. No further details were provided for this incident.

Manufacturer narrative:
Results: one used unit with its original opened package was returned for evaluation. A visual inspection revealed that the device was activated and the cannula was not exposed. The catheter and extension tubing were also inspected and no damages were found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5275738. In addition, the manufacturing process was evaluated and revealed that no equipment, instrument, process and/or surfaces could have caused the kind of damage that was reported. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.